Manufacturer narrative:
Lot review: a two (2) year review of the complaint database for this list/similar problem did record additional reports and investigations. A review of those investigations where devices were returned recorded mixed results, including no defect found; usage; cannot determine and mfg./ design.

Event description:
Complaint rec'd regarding one (1) mc33213, 7" (18 cm) appx 0.31 ml, smallbore pressure infusion ((B)(4)) ext set w/remv microclave clear, purple clamp, rotating luer; lot# unknown. The report states, when flushing IV to ensure patency, inside portion of cap popped out with pressure from flush. No harm to patient. IV removed with catheter intact. There were no adverse patient consequences reported.